Manufacturer narrative:
Correction: the previous or initial MDR submitted on january 18, 2017 was filed inadvertently. No explantation or serious injury has occurred. This report is filed on february 08, 2017.

Manufacturer narrative:
This report is submitted on (B)(6) 2017.

Event description:
It was reported that the patient's device was explanted (date not reported) due to an unknown reason. Additional information has been requested but not been made available as of the date of this report, (B)(6) 2017.